Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related modular cable was reported under manufacturer report number 2916596-2023-08381. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted since patient was noted to have multiple driveline power fault alarms, during clinic visit. The log file showed driveline power faults starting on 25nov2023. Controller and modular cable were exchanged without incidence. They were no longer having driveline fault alarms. The log file captured the exchange. The driveline power faults appeared to have been resolved.

Event description:
Related manufacturer report number: 2916596-2023-08381.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed during evaluation of the submitted log files. The submitted event log file from (B)(6) contained approximately 2 days of data ((B)(6) 2023 to (B)(6) 2023 per timestamp). Throughout the data, a driveline power fault alarm was observed to be active. The initial activation of the alarm was not captured, but intermittent pwr_a_broken faults were noted throughout the data. The observed alarm and faults did not impact the ability of the controller to operate the pump, as the pump maintained a speed above the low-speed limit throughout the data. Provided information indicated that the heartmate 3 system controller (serial number: (B)(6)) and modular cable (lot number: 8738683) were exchanged in order to resolve the alarm. No products were returned to abbott for analysis. Additional log files were submitted from the patient¿s new controller, (B)(6). The log file from the new controller contained approximately 13 minutes of patient use on (B)(6) 2023 (9:08 to 9:21 per timestamp). The controller appeared to be operating as intended and no further interruptions in the power a signal were observed. The root cause of the observed driveline power fault alarm could not be conclusively determined through this evaluation. The device history records were reviewed, and the records revealed that the modular cable (lot number: 8738683) was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, including driveline power fault, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (rev. D - section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the modular cable. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.